Manufacturer narrative:
(B)(4).retainer ring = blackon (B)(6) 2022 customer reports multiple pump error alarm, cracked battery compartment.pump passed the self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. No unexpected error alarm noted during testing. However, found in the pump history multiple pump error alarm on (B)(6) 2022 11:49:36, (B)(6) 2022 11:50:10. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1/pcab2 and battery tube during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken belt clip rail, cracked case corner of belt clip rails. No unexpected pump error alarm during test ting. However, pump received with high sleep current measurement and pump error alarmin the pump history file due to electronic defective. Cracked case corner of belt clip rail confirmed.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and they were able to clear the alarm and they were able to rewind the insulin pump. Customer stated that insulin pump was passed in self test and battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.